Event description:
On (B)(6) 2012, the pt reported her infusion device was dropped in a pool and she can see water in the display, cartridge compartment, and battery compartment. She stated the device was saturated due to a hole in the rubber on the end of the device. She stated the infusion device worked for 1 min after water exposure and an error message was displayed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device was replaced. The infusion device, battery, battery cover, and adapter were requested to be returned for eval. Preliminary eval determined the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the up button and the pump electronics. Further info will be provided when the eval is complete.